Event description:
It was reported that it was discovered that the atrial lead had dislodged the day after implant. The lead was successfully repositioned. The patient was in stable condition post surgery.